Event description:
It was reported that patient had a dental procedure on an unknown date. Product was encapsulated and removed along with the bone graft on an unknown date. No further information has been received.

Manufacturer narrative:
No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.